Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. "Customer complains that they keep getting an inlet filter blocked alarm that keeps returning. Customer complains that they keep getting an alarm that says internal battery nearly depleted. The patient reported anxiety as harm". The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.